Event description:
It was reported that the 9900 system locked up with a communications error during a case. The 9900 system was rebooted however, the system was still locked up. The procedure was canceled. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 5 volt power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.